Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded high ventricular threshold measurements and high, out of range impedance measurements.